Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Another pacemaker was implanted to complete the procedure. Additional information provided this pacemaker was found in safety mode prior to explant. This pacemaker has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Another pacemaker was implanted to complete the procedure. Additional information has been requested but not provided at this time. This pacemaker has not been returned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Another pacemaker was implanted to complete the procedure. Additional information provided this pacemaker was found in safety mode prior to explant. This pacemaker has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. If pertinent information is provided in the future, a supplemental report will be submitted.